Event description:
The customer's home health aide stated the customer's blood glucose was tested using a breeze2 meter and another brand meter (brand unk). The other meter read 79 mg/dl while breeze2 read 163 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.